Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not shown. A technical support specialist (tss) spoke with customer, confirmed the patient was visible on the station but no orders were displaying, verified on the server that the patient was still admitted, identified the device was set to non profile mode, explained that orders only appear in profile mode and that medications must be manually assigned in non profile mode, escalated the issue to the ae due to the station needing to remain non profile, followed up with customer to confirm the nurse was able to pull the medication via order, and received approval to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient in assigned unit 2w was not populating, and medication orders were not visible even after search, requiring nurses to use alternative pyxis machines; issue occurred after the pyxis was moved from opc to 2w. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.